Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted.a site complaint history review was conducted on 02-aug-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 02-aug-2021 for the procedure in question, performed on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs during the 130 minute procedure that would suggest a product issue, and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use vessel sealer extend (vse) pn: 480422-01 // ln: l90210104-0019 // sn: (B)(4) was in use for 0:31:39 minutes with no backup vse recorded and it had no complaint filed against the instrument upon site complaint history review. Fenestrated bipolar forceps (fbf) pn: 471205-17 // ln: n10200928-0230 // sn: (B)(4) was in use for 1:22:30 (1hr 22 mins) and had 1 of 14 uses remaining; it was used in a subsequent procedure through its end of uses and had no complaint filed against the instrument upon site complaint history review. All other, reusable, instruments used in the case have been used in subsequent procedures and at this time, a site complaint history search shows no complaints filed against those instruments; with exception of endoscope sn: (B)(4) which was used in twelve subsequent procedures with the last being on (B)(6) 2021 but did not pass calibration on 10-jul-2021.an isi advanced failure analyst (afa) engineer conducted an additional system log review and found the following: all of the entries in the logs are class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)); none of which would suggest a product issue. There is nothing in the logs indicating that an arm might have moved on its own. An isi field service engineer (fse) confirmed that the system has completed 143 procedures since the reported allegation and that the issue was not called in during, or immediately following, the alleged event. An isi field service engineer (fse) found that the system had completed 143 procedures since the alleged event on 16-apr-2021 and that the issue was not called in during, or immediately following, the alleged event. The fse confirmed with the site that they do not recall any issues, nor does any surgical staff recall any errors. The customer has completed several months¿ worth (140+) since the initial allegation with nothing else being reported from many other surgeons, nor from the surgeon of record for this event, since that time. Although the surgeon attributed the cause of the initial small bowel injury and the initial required medical intervention to ¿the arm movement when the robot reached limit and tension¿, an isi field service engineer (fse) confirmed that the system has completed 143 procedures since the reported allegation with no other reported issue. An isi advanced failure analyst (afa) engineer found that there was nothing in the logs indicating that an arm might have moved on its own. There is insufficient evidence of a product issue that would be classified as a malfunction. However, the described event meets the criteria of a reportable adverse event. Although the surgeon, a qualified medical professional, attributed the cause of the second reoperation and medical intervention required as due to the surgeon missing a piece of the small bowel perforation on the backside during the initial procedure, an alleged bowel injury occurred during the initial da vinci-assisted procedure which resulted in medical intervention being administered intra-operatively to resolve. At this time, the root cause of the intra-operative bowel injury with need for medical intervention is unknown.blank MDR fields:follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not availablefield e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5, g7, h7, and h9 are not applicable.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection procedure that was performed on (B)(6) 2021, ¿a couple of robot arms moved without the surgeon doing anything¿ which allegedly resulted in a ¿bowel perforation¿. The procedure completed. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) on (B)(6) 2021 to report the issue. The customer stated that the surgeon plans to send an email to an isi clinical sales representative (csr). The customer had no further information to provide regarding the event and injury. On 03-aug-2021, isi obtained the following information from the console surgeon of record regarding the reported event: during a da vinci-assisted small bowel resection for isolated/single site small bowel lymphoma, that was performed on (B)(6) 2021, there was "sudden movement of one or both robot arms" as the surgeon was ¿reaching limits of the arms and elbows¿ and the surgeon felt a ¿swift arm movement¿ as the surgeon was ¿running the small bowel¿ with use of a vessel sealer extend (vse) instrument and a fenestrated bipolar forceps (fbf) instrument resulting in what was described as ¿perhaps, a through-and-through traction injury¿ to the small bowel. The surgeon repaired the small bowel injury intra-operatively with sutures and did not observe any other injury. The procedure successfully completed robotically with no other complications. On post-operative (post op) day six, the patient returned to the hospital, exhibiting signs of peritonitis and the patient was diagnosed with ¿bowel perforation with sepsis¿. A percutaneous drain was placed which showed bile. The surgeon performed a reoperation on (B)(6) 2021 where he found that he had ¿missed a piece of the small bowel perforation on the backside¿ which was ¿just proximal to the initial through-and-through small bowel injury¿. The surgeon said that the patient¿s bowel was otherwise ¿healthy¿ and that the ¿initial anastomosis was intact¿. The surgeon ¿resected the area¿ on the ¿backside of the small bowel¿ and ¿did another anastomosis¿ which was approximately ¿5cm in length and it included the initially repaired bowel injury¿ site. The patient was reported as doing well post-operatively.